Event description:
It was reported by the customer's mother that the customer had an issue where the pump was not giving a bolus because they found that it was not in the history. Customer's mother stated that this started happening 2 months ago and has occurred 4 times since then. Customer was at school and had a big meal. Customer gave himself a bolus and checked their blood glucose level 22 hours later. Customer's blood glucose level was 589 mg/dl. Customer's mother checked the history and the bolus was not in the history. The medtronic representative ran a 0.2 bolus on the air and pump did record the bolus. Pump passed displacement test. Customer did get a bolus for high blood glucose levels at school. Customer's mother declined troubleshooting. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. The insulin pump was monitored for two days and multiple boluses were programmed. All of the boluses delivered and were properly recorded in the bolus history. No history anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.